Manufacturer narrative:
The device was reported not to be available for eval and analysis. A review of the device history record (DHR) was conducted for the reported lot number. As no device was available for an eval, no device testing methods were performed and results cannot be obtained. There were no reworks, special conditions, or related nonconformity reports (ncrs) for this reported lot number. The lot met the process specifications, including the quality control acceptance criteria prior to release. Limited info was provided by the reporter. The device was not returned to halyard for an eval; we are therefore unable to determine a cause for the reported event. Per the DHR the lot met the process specifications, including the quality control acceptance criteria prior to release. There are several factors that can affect flow rate. Flow rates may vary due to fill volume, viscosity and/or drug concentration, pump position, temperature, storage and external pressure.

Event description:
Fill volume: 270 ml. Flow rate: 5 ml/hr. Procedure: IV therapy. Cathplace: unk. Please refer to 2026095-2015-00069/15-00060 (b). Incident 1 of 2: a pharmacy reported that 2 pump infusions ended sooner than expected. It was reported as, "two pts from the last 6 pts that had their pumps filled with 5 fu flow fast into the pts. They are filling them to 270 ml and wanting a 46 hour time point. They are getting a 41 hour time point." The devices are not available for return and analysis. It was reported that neither pt was injured. Additional info was requested, but is not available at this time.